Manufacturer narrative:
Ge healthcare (B)(6) investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information available at time of filing. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported elevated levels of co2 in the patient circuit. There was no report of patient injury.

Manufacturer narrative:
Additional information was received that there was no confirmation of elevated co2 readings. There was no reportable malfunction.